Event description:
It was reported that one of the zero-p implants did not perform quite as it should. The implant is made up of a peek body with a titanium plate. The titanium plate kept sliding off the plate when the surgeon was attempting to place the screws through it. This happened several times; each time the implant was removed and put back together. Eventually, the surgeon asked for a new implant. The implant was discarded after three attempts to use. An implant one size up was then opened and surgery continued successfully with no detriment to the patient at the time of surgery completion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.